Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after resetting, the malfunction did not recur. The customer was informed they could continue using the pump and advised to call back if any malfunction code reappeared, which the caller acknowledged and understood.